Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Two samples were received for evaluation. After performing a visual inspection, the reported issue was confirmed. The handles of the lite gloves were ripped. The split in the lite glove handle is caused by a pleat generated during the thermoforming process due to geometry of the product/ mold design. This pleat creates weakness on the neck of the lite glove. A formal corrective and preventative action was implemented for this reported issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer states that the light handle cover they received had 1.5 inch slits. The customer further stated that the slit was noticed before surgery.